Manufacturer narrative:
Device had cracked case at the battery tube side, cracked battery tube threads, missing retainer ring, missing reservoir tube o-ring, minor scratched display window, stained keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and serial number label fading. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there were cracks on the device casing. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.